Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient turned off her stimulation before going swimming on the day prior to report. It was noted that later that day there were thunderstorms and the patient¿s house was ¿struck.¿ it was further noted that this ¿fried the tv, which was about 15-20 feet away from the patient.¿ it was noted that the patient was not able to turn her stimulation on and was not able to charge after this occurred. It was noted that on the day of report there was no telemetry with implantable neurostimulator recharger (insr) and implantable neurostimulator (ins). It was noted that the ins indicated that it was discharged. It was further noted that the patient was not even getting screen with coupling boxes. Reportedly, the caller tried another insr to make sure insr was not an issue, and with the new insr, the caller was able to get coupling boxes, but none of them were filled. It was noted that the patients ins was ¿in the middle of her tush¿ and that the patient sometimes had trouble recharging. It was noted with further attempts they were able to get 2 ¿ 4 coupling bars. It was noted that the patient indicated that she usually gets 4-5 coupling bars. On (B)(6) 2013 (B)(4) (rep): additional information received reported that they were unable to perform diagnostic test due to the ins being discharged. It was noted that the patient was able to recharge her device but her average coupling is usually 4 boxes blackened because of the position of the ins. It was noted that once the ins was charged the patient turned on the stimulator and it provided her with normal therapeutic parasthesia. It was noted that the ins has held onto charge and was not discharging any more than normal.